Event description:
Mosaiq v2.62 is a record and verify software made my elekta and used in radiation oncology departments to manage and treat cancer patients. This software malfunctions when a CT image set is sent to it with the patient orientation labelled as decubitus. There are no warnings or errors displayed, and the software will display the image set rotated 180 degrees from how it should be. This CT set is used by the radiation therapy technicians to correctly position cancer patients prior to exposing them to their radiation therapy treatments. This bug in the software was identified at the last minute prior to the patient's treatment. As a result, there were no adverse effects to the patient this time. This could result in patient mistreatment however.